Event description:
It was reported that this pacemaker had a lead safety switch (lss) just three days after implant. Unipolar pacing is noted, and loss of capture is noted as maximum output. Technical services (ts) recommended a revision of the lead-device connection. This pacemaker remains in-service at this time, this investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. A lead revision was performed, and all measurements were within range. The right ventricular (rv) lead was repositioned in the apex. This pacemaker and ra lead remain in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had a lead safety switch (lss) just three days after implant. Unipolar pacing is noted, and loss of capture is noted as maximum output. Technical services (ts) recommended a revision of the lead-device connection. This pacemaker remains in-service at this time, this investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. A lead revision was performed, and all measurements were within range. The right ventricular (rv) lead was repositioned in the apex. This pacemaker and rv lead remain in-service. No adverse patient effects were reported. Additional information was received. The loss of capture was caused by a micro-dislodgement of the rv lead. The normal parameters were noted after lead repositioning. No further adverse patient effects were noted.